Manufacturer narrative:
Weight, description of event or problem, concomitant medical products, device evaluated by MFR: additional information. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stop events and driveline fault alarms that were captured in the submitted log file. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 16¿ of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. The distal end of the bend relief was separated from the metal connector. Additionally, damage to the silicone jacket was observed 8.5¿ from the metal connector. The clear bionate layer was unremarkable. Shield breakdown was observed throughout the length of the driveline. Visual examination of the underlying wires revealed a breach in the insulation of the brown wire 7.75¿ from the metal connector. Additionally, the brown and black wires were completely fractured at the controller connector, exposing their inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. If the exposed conductors of both the compromised black and brown wires made simultaneous contact with the braided shield while on battery power, the resulting electrical short would have caused the reported pump stoppages. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pairs to detect open circuit conditions. When the system controller compared the current in the black and brown wires to each other, the fractured inner conductors of the wires would have resulted in the reported driveline fault alarms. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Following the percutaneous lead replacement, the clinician reported the alarms resolved. No additional alarms or pump stops occurred. The reason for the controller faults was determined to be due to driveline damage. The controller faults resolved post-driveline replacement. No issue with controller and controller will not be returned. The external portion of the driveline was received on 11mar2019. No additional information was provided.

Manufacturer narrative:
Weight: patient weight has been requested but has not yet been provided. Approximate age of device- 1 year, 6 months. Device evaluated by MFR: the patient remains ongoing with the device; however, a portion of the percutaneous lead is expected to return for investigation. It has not yet been received. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient experienced pump off events while on batteries. Damage to the percutaneous lead (driveline) was reported, specifically a near 90 degree bend in the driveline near connection point to controller. Patient exchanged his controller and presented to local emergency department. The clinician reported the green pump running symbol was still on and she could hear a faint hum of the lvad upon auscultation. Patient reportedly feeling well, asymptomatic and stable. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed while on battery power. This behavior is indicative of potential issues with the driveline. Submitted x-rays of the driveline were unremarkable. Technical services performed a distal end percutaneous lead replacement approximately three inches from distal end on (B)(6) 2019. Following the replacement, patient was placed on a grounded cable; no additional pump stoppages were reported and the issue seems to have been resolved. It was reported the patient will be monitored and will be discharged if no further alarms occur. The external portion of the driveline will return for investigation. Additional information has been requested but has not yet been provided.